Manufacturer narrative:
Updated info: reported problem was verified in the lab - the battery was unable to charge either in heartstart mrx device or a cadex charger. Battery failed to trickle-charge in cadex charger and yielded error: ¿fail 160- bad fuse or driver¿. The battery is faulty. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the battery failed to charge and was not recognized by the device. There was no patient involvement.